Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
Follow-up revealed a wireless software update was performed clearing the elective replacement indicator (eri) message. The device is providing therapy.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete event and patient information.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) message. The device has the appropriate level of battery voltage to provide therapy.